Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced high blood glucose. Customer's blood glucose was 326 mg/dl, customer's blood glucose at time of call was 439 mg/dl. Customer treated his high blood glucose with insulin injections. During troubleshooting, found air bubbles in tubing, and the insulin was not stored in room temperature. Customer was assisted in priming out the air bubbles. Customer will not be returning the device for analysis.